Event description:
The external pulse generator was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case was broken and that the interconnect flex was bent incorrectly. Z-1661-2014 this device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).